Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 480 mg/dl at time of incident. The customer reported that they treated the high blood glucose with the insulin pump. The customer also had assistance with the sensor at the time of call. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.